Event description:
It is unknown how the procedure was completed.

Manufacturer narrative:
Establishment name reported on initial report was shortened from "kurashiki adult disease center general incorporated foundation kurashiki adult disease center" to "kurashiki adult disease center". It could have been shortened due to possible restriction from the system in regards of maximum number of characters allowed. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a presumed cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source image suddenly became dark. The issue occurred during an unspecified therapeutic procedure. The procedure was completed by using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.